Event description:
The doctor attempted to attach a resolution clip to the polyp that biopsy was removed from. The clip deployed but would not release and the spring on the handle was sprung. The MFR informed us they will be stopping by to pick it up.